Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving battery faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation, the battery was unable to recharge or power up a test monitor. The battery had an 0f04 fault. The cause for the failure was isolated to a blown battery fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the blown battery fuse. The pt received a replacement battery pack.